Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 515 mg/dl. Cause of high bg was not known. Customer administered bolus to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of "saline, sugar water, and insulin". Customer was discharged 2 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.